Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adhesions nos postoperative, endometrial disorder, hyperplasia, malignant breast neoplasm, paratubal cyst and retroverted uterus. Concomitant products included axotal (fioricet). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/apareunia (female sexual dysfunction)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), nausea ("nausea"), mood altered ("hormonal changes describe: mood altered"), depression ("psychological or psychiatric problems: depression, mental anguish") and anxiety ("psychological or psychiatric problems: depression, mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes") and adnexa uteri pain ("ovaries pain"). The patient was hospitalized from (B)(6) 2017. The patient was treated with paracetamol (tylenol) and surgery (hysterectomy full. Bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, female sexual dysfunction, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, adnexa uteri pain, mood altered, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and migraine had resolved. The reporter considered adnexa uteri pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure. The reporter commented: pelvic ultrasound is normal except for small 1+ cm ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure successfully occluded; in (B)(6) 2015: total bilateral occlusion . On (B)(6) 2017, surgical pathology report showed final diagnosis: uterus and cervix with bilateral tubes: proliferative endometrium. Negative for hyperplasia and malignancy. Unremarkable cervix. Bilateral fallopian tubes with unilateral benign paratubal cyst. Gross description: the coil metallic essure wire is present in each of the cornu from the upper fundus. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, device dislocation, dysmenorrhea. Dyspareunia. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received. Events per pfs: depression, mood changes and mental anguish were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adhesions nos postoperative, gynecomastia, hyperplasia, malignant breast neoplasm, paratubal cyst and retroverted uterus. Concomitant products included axotal (fioricet). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and adnexa uteri pain ("ovaries pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and adnexa uteri pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and migraine had resolved. The reporter considered adnexa uteri pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: pelvic ultrasound is normal except for small 1+ cm ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure successfully occluded; in july 2015: total bilateral occlusion on (B)(6) 2017, surgical pathology report showed final diagnosis: uterus and cervix with bilateral tubes: proliferative endometrium. Negative for hyperplasia and malignancy. Unremarkable cervix. Bilateral fallopian tubes with unilateral benign paratubal cyst. Gross description: the coil metallic essure wire is present in each of the cornu from the upper fundus. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, device dislocation, dysmenorrhea. Dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition, hair loss, hormonal changes, migraines/headaches, nausea, ovaries pain. Concomitant disease were added. Event outcome were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2017, surgical pathology report showed final diagnosis: uterus and cervix with bilateral tubes: proliferative endometrium. Negative for hyperplasia and malignancy. Unremarkable cervix. Bilateral fallopian tubes with unilateral benign paratubal cyst. Gross description: the coil metallic essure wire is present in each of the cornu from the upper fundus. Concurrent conditions included ovarian cyst, adhesions nos postoperative, endometrial disorder, hyperplasia, malignant breast neoplasm, paratubal cyst and retroverted uterus. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/apareunia (female sexual dysfunction)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), nausea ("nausea"), mood altered ("hormonal changes describe: mood altered"), depression ("psychological or psychiatric problems: depression, mental anguish") and anxiety ("psychological or psychiatric problems: depression, mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and adnexa uteri pain ("ovaries pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with paracetamol (tylenol) and surgery (hysterectomy full. Bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, female sexual dysfunction, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, adnexa uteri pain, mood altered, depression and anxiety outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, fatigue and migraine had resolved. The reporter considered adnexa uteri pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, menstrual disorder, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: pelvic ultrasound is normal except for small 1+ cm ovarian cyst. Coils in cavity: 4 on right, 5 on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, device dislocation, dysmenorrhea. Dyspareunia. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: lot number added, patient date of birth updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 35-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6)2017, surgical pathology report showed final diagnosis: uterus and cervix with bilateral tubes: proliferative endometrium. Negative for hyperplasia and malignancy. Unremarkable cervix. Bilateral fallopian tubes with unilateral benign paratubal cyst. Gross description: the coil metallic essure wire is present in each of the cornu from the upper fundus. Concurrent conditions included ovarian cyst, adhesions nos postoperative, endometrial disorder, hyperplasia, malignant breast neoplasm, paratubal cyst and retroverted uterus. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/apareunia (female sexual dysfunction)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), nausea ("nausea"), mood altered ("hormonal changes describe: mood altered"), depression ("psychological or psychiatric problems: depression, mental anguish") and anxiety ("psychological or psychiatric problems: depression, mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and adnexa uteri pain ("ovaries pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized from (B)(6)2017 to(B)(6)2017. The patient was treated with paracetamol (tylenol) and surgery (hysterectomy full. Bilateral salpingectomy). Essure was removed on(B)(6)2017. At the time of the report, the device dislocation, menstrual disorder, female sexual dysfunction, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, adnexa uteri pain, mood altered, depression and anxiety outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, fatigue and migraine had resolved. The reporter considered adnexa uteri pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, menstrual disorder, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: pelvic ultrasound is normal except for small 1+ cm ovarian cyst. Coils in cavity: 4 on right, 5 on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: essure successfully occluded; on (B)(6)2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, device dislocation, dysmenorrhea. Dyspareunia. Lot number: b06100 manufacture date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.